Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, five biopsy samples were collected with the device. When the device was removed after the last biopsy, it was noticed that the biopsy needle was bent. The procedure was completed with this radial jaw 3 single-use biopsy forceps device. Reportedly there was no difficulty or resistance felt while inserting or removing the device through the scope, and the jaws were able to close. Additionally it was reported that the device was fine when it was removed from the packaging. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; jaws wont close.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. Scope - olympus (B)(4). A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, they did not close completely. The condition of the returned incident device was consistent with the complaint; needle bent. During device evaluation it was found that the jaws would not close completely. The most probable root cause for this damage is operational context as excessive force was applied to the device due to anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).